Event description:
It was reported that when the device was used during a wedge resection procedure, the surgeon had problems properly seating the reload in the cartridge housing of the device. However, he closed the anvil and opened the device and the reload appeared to have properly seated itself. After he fired the instrument, the instrument but but without firing the staples into the surrounding tissue. The surgeon very quickly placed a clamp on the tissue and fired a new device above the non-stapled cut line. There were no complications to the pt.